Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service technician performed a checkout of the device but did not confirm the reported issue.

Event description:
The hospital reported a malfunction causing a loss of mechanical ventilation during a case. The unit was rebooted and case resumed. There was no report of patient injury.